Event description:
It was reported that when a patient presented remotely via merlin.net transmission, low atrial sensing amplitude and undersensing were observed. No intervention was made. The patient will be seen in the next in-clinic appointment. The patient was stable and being monitored.